Event description:
The customer reported errors with the igbt, commande driver, and carte filament driver.

Manufacturer narrative:
(B) (4). The ge service rep replaced the igbt, commande driver, and carte filament driver.